Event description:
Boston scientific received information that this right atrial lead was explanted due to an unknown product performance issue. Additional information was received indicating that this lead had dislodged. The physician tried to reposition the lead several times however it was unsuccessful and so this lead was explanted and was replaced with a new competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Blood penetrated the lead in this area. These damages occurred most likely during the explant procedure. Further analysis revealed multiple signs of abrasion along the lead body. It is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the mechanical and electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.